Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation/use error: observed one opening on anterior and two openings on posterior side assessed as surgical damage per rga. As per the investigation procedure, particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side implant found with pinhole intraoperatively. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side implant found with pinhole intraoperatively. Device has been explanted.